Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-336 mg/dl) and the cause was not known. Correction boluses and insulin injections were used to address the bg level. At times the customer required assistance from the school nurse with the treatment of the high bg. A pump system check was performed and no device issues were identified. Reportedly, the customer discussed the high bg event with a clinical diabetes specialist.